Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown what reason the patient had for going to the emergency room (ER). No symptoms or adverse event was reported.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient had to disconnect from treatment on the liberty select cycler on (B)(6) 2022 and go to the emergency room (ER). The pdrn did not know the reason for the patient¿s visit to the emergency room (ER). Attempts to obtain additional information were unsuccessful. It is unknown what reason the patient had for going to the ER. No symptoms or adverse event was reported.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient had to disconnect from treatment on the liberty select cycler on (B)(6) 2022 and go to the emergency room (ER). The pdrn did not know the reason for the patient¿s visit to the emergency room (ER). Attempts to obtain additional information were unsuccessful. It is unknown what reason the patient had for going to the ER. No symptoms or adverse event was reported.